Event description:
Patient has an abbott leadless pacemaker (single chamber). She was going for surgery with multiple cardiac procedures, CABG, mvr, tvr, maze. Surgeon wanted patient (B)(6) at 90 for surgery. This was programmed. During surgery, he wanted to place epicardial leads and wanted to turn off the pacemaker. Due to how the device needs to be interrogated (link box with 5 specific electrode placements), this could not be achieved due to the sterile field. The surgeon was frustrated that this was the only way to interrogate the device and therefore, had to wait until the surgery was completed before any changes could be made. Called abbott with this concern, but not sure if this will be reported as an issue by the company.